Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 281069/282657.

Event description:
It was reported that after a non-device related back surgeries, the patients ipg will not charge and had difficulty connecting to the remote control. The patient had inadequate stimulation and loss of stimulation. All components were explanted and will not be returned.